Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead exhibited an impedance warning, an additional warning was noted for the left ventricular (lv) lead and the device continued to have invalid data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead gave an impedance warning. It was also noted that the device had invalid data. The lead and device remain in use. No patient complications have been reported as a result of this event.